Event description:
It was reported that the patient presented in clinic for lead implantation. It was noted that the right atrial lead has high threshold and low sensing even with several different position. The lead was replaced on (B)(6) 2021. There were no patient consequences and the patient was in stable.

Manufacturer narrative:
The reported events of high threshold and low sensing were not confirmed. Final analysis found that as received, a complete lead was returned in one piece with the helix found partially extended and clean. Electrical testing, visual examination and x-ray inspections of the lead did not find any anomalies. All other damages were sustained during the procedure.